Event description:
Olympus medical system corp (omsc) was informed that the subject stent had been placed in the pt's bile duct, but it fell off from the papilla and the small bowel perforation occurred. The doctor performed open surgery and removed the stent and the gallbladder from the pt. The pt had recovered and already left hospital.

Manufacturer narrative:
The subject product was not returned to omsc for investigation since the user facility discarded it. The exact cause of the user's experience could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal detected. This report is being submitted as medical device report in an abundance of caution.